Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and rep indicated that they can assume the ins had 3 strikes. The rep put noted in link stating that it is recommended that the ins be sent back to the manufacturer. After the patient has completion of their other surgery (unrelated), they will call to schedule a battery replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pt states he is unable to use his spinal cord stimulator (scs). He states he has had several over discharges. And he has trickle charged at least 2 times before. Trickle charge attempted and he was unable to ever get charged. Battery was not detected with the manufacturing representative (rep) tablet. Patient compliance was the biggest issue. He had a unrelated injury which has caused him new discomfort and distracts him from paying attention to his spinal cord stimulator (scs) he states. The surgeon and patient agree that the intellis battery is a better option and plan to replace the device. Pt has another surgery planned first, cervical fusion. After that he plans to replace the scs. The replacement has been scheduled, but has not yet been planned.